Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter alleged that the patient had a blood glucose of 318 mg/dl with symptoms of dehydration and nausea. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had reportedly discontinued pump therapy as a result of the blood glucose excursion. The reporter reviewed the pump history with a customer technical support representative and found that the basal delivery totals in the total daily dose did not match the active basal program for the pump. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of an inaccurate delivery of the pump's basal delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: the last basal delivery was on (B)(6) 2016. The pump's black box showed that the pump was manually suspended on (B)(6) 2016 at 11:37. A manual time change was made on (B)(6) 2106 from 11:37 to 11:47. The pump history showed that the pump was manually resumed at 12:25. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. There were no delivery interruptions or alarms observed during the investigation. The alleged issue could not be duplicated.